Manufacturer narrative:
Additional information b5: additional information was reported stating the device froze during infusion. Additional information b7: additional information was received stating the patient was hypotensive before the infusion began or event occurred.

Manufacturer narrative:
Additional information b5: upon follow up it was reported that the event of the screen freezing occurred in the intensive care unit when attempting to change the patient infusion rate of levophed to 8mg/250. It was reported the patient became hypotensive with a blood pressure reading of 50/30 (tam 43). The device was switched off and then back on. The levophed was "started again at tam 65". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to be within specification during testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'screen freezes' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump screen froze. The event occurred before commissioning on a patient at the preparation department. There was no patient involvement. No additional information is available.